Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu (device directions for use) instructions. There was no indication of a user related issue. The patient¿s anatomy was average tortuous. The guidewire was shaped 60 degrees. Continuous flush set up and maintained throughout the clinical procedure. It is probable that during the guidewire insertion the hydrophilic coating was damaged causing the reported 'black substance', but as the device was not returned for analysis this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue 'guidewire difficult to advance¿ , 'hydrophilic coating peeling' and 'guidewire hydrophilic coating surface rough'.

Event description:
It was reported that the distal tip of the subject guidewire was shaped and used intravascularly. The subject guidewire was retracted from the microcatheter once to reshape the tip for repositioning the microcatheter. During this process, a black substance was observed, along with damage to the hydrophilic coating. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.